Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a lead implant procedure, lead was unable to be implanted due to an unspecified issue. Lead was explanted and a new lead and system was implanted. No further information available.